Event description:
Caller reported a cgm error 42. Blood glucose level was reported as 110 mg/dl, which is within the normal range. Customer received assistance from technical support to reset the pump, and the issue was resolved with a successful start of the sensor session.